Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged due to twiddler&#38112;syndrome. The lead was explanted. The patient was stable post procedure.